Event description:
It was reported to boston scientific corporation that an extractor pro rx was used during an endoscopic sphincterotomy procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient after the physician successfully removed the stone, there was difficulty deflating the balloon. A second syringe was used to deflate the balloon and it was removed from the patient anatomy. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon deflation difficulty. A visual examination of the device revealed that the catheter shaft was found to be kinked/flat at 2.5 cm from the distal tip. The balloon was also inspected and no issues were noted. Functional analysis was performed and the balloon was inflated and deflated using the syringe enclosed and no defects were noted. The balloon deflates with no problems. The balloon was inflated and deflated several times and each time the balloon deflated with no issue. The bonds were inspected and found to be continuous and intact. The proximal bond measured at 1.61mm and the distal bond measured at 1.87mm which is within specification. The reported defect of balloon deflation difficulty was not confirmed. Balloon deflation issues can occur during clinical use in the common bile duct and difficulties may arise due to tortuous anatomy or pressure from stones. The catheter was found to be kinked. It is possible that the catheter was not pushed through the scope using short, deliberate 2-3cm movements. Based on the results of the investigation, the most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during use performance of the balloon was limited. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints was completed and there were no other complaints reported.